Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -1.5/2.5/105 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Low vault with rotation was observed, lens remains implanted. Cause of event was unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - per updated information, the lens was exchanged and the problem was resolved. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens returned dry and with residue/debris on product in a microcentrifuge vial. Visual inspection found haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).